Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Caller is calling on behalf of the customer. The customer is concerned with all test results obtained. The expected fasting blood glucose test result range is 125-175mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call, a back to back blood test was performed by the customer and produced test results of 256 and 240mg/dl fasting using meter. The test strip lot manufacturer¿s expiration date is 12/31/2020 and open vial date is november 2019. The meter memory was reviewed for previous test result history: (B)(6).